Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient woke up at 3am on the morning of report with a burning sensation inside behind the ins pocket. The patient had turned the stimulation off several times at home for a half hour and the burning sensation continued. Impedance testing was within normal limits. Impedance testing with movement of arm/shoulder was within normal limits as well: left side c3: 1069 ohms, 0/1: 2559 ohms and the right side c8: 997 ohms and 9/11 1636 ohms. The patient slept on the right side and the ins implant was on the left side. There were no trauma/falls related to the issue. There was no recent medical procedure and they hadn&#62752;lost any weight. The ins pocket site looked fine with no redness or swelling but the ins pocket was tender to touch. It was a sudden change. Further follow-up was being conducted to determine what troubleshooting was performed, what the cause of the burning sensation was and had it been resolved. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the health care professional (hcp) reported the cause of the burning sensation was undetermined. Impedances and chest x-ray (cxr) were normal. The burning sensation had been resolved. The implantable neurostimulator (ins) was removed due to the complaint of burning behind it.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.